Manufacturer narrative:
The astral device was returned to resmed for an extensive engineering investigation. Performance testing could not reproduce the report that the device displayed a blank screen and alarmed. Based on all available evidence and complaint investigations of a similar nature, the investigation determined that the reported device failure was most likely due to a software issue during the device start up. The issue was resolved when the device was rebooted. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. (B)(4).

Event description:
It was reported to resmed that an astral device was alarming and displaying a blank screen. There was no patient injury reported as a result of this incident.

Manufacturer narrative:
The device was returned to resmed for an extensive engineering investigation. The investigation methods, results, and conclusion are not finalized at this stage. (B)(4)

Event description:
It was reported to resmed that an astral device was alarming and displaying a blank screen. There was no patient injury reported as a result of this incident.